Event description:
It was reported that during the procedure, bronchoscopy navigation and sampling procedure was performed for right lower lobe and right upper lobe lung nodules in a patient with a medical history of autoimmune disease and tremors and no signs of parkinson¿s disease or epilepsy. During registration, slight bleeding was observed. The physician navigated to the right lower lobe and sampled under fluoroscopy, and bleeding occurred but was controlled. When the patient was being awakened with monitoring, it was realized the right upper lobe had not been sampled, so additional propofol was administered and the right upper lobe was sampled without bleeding. The physician was able to complete the superdimension portion of the case. After extubation, the patient was slow to regain consciousness and then experienced a seizure, prompting computed tomography that showed no abnormal findings. While returning to recovery, the patient experienced a second seizure and was sent back for computed tomography, which showed hypoxic ischemic encephalopathy and cerebral edema. The patient required admission to the intensive care unit, remained hospitalized, and had a permanent injury described as impaired cognitive function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.